Event description:
Errors 49, 43, 27, 28, 37, 18. Received pump (22803555) and confirmed customer reported issue of "damaged front case and a cracked pump block " during visual inspection. Also during the visual inspection, the cpu board was found to be damaged due to improper handling of the pump causing the pump block to have improper movement. Replaced the front display housing, pump block, and cpu board. Performed full configuration and calibration. After repair, device was found to meet specification. Error 43 (lcd failure communication) is known and is linked to a software issue. This error has been corrected since embedded software version 1.9.

Event description:
Errors (B)(4).